Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer did not recall blood glucose level at the time of incident. Troubleshooting was performed. Customer states insulin is "squirting out" during the manual prime process. Drive support cap is normal. Customer call back to finish troubleshooting. Customer states the pump is not safe for use at this time. Customer was advised to discontinue using the insulin pump. Customer treated her issue with manual injection. Insulin pump will not be returning for analysis.